Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt underwent prophylactic battery replacement surgery. At the time of surgery, it was found that the pt's original device was set to unintended settings. The pt's intended output was 2.5 ma, but the pt was set at 1.0 ma and parameters that are used for system diagnostics on the date of surgery. This is often indicative of an interrupted system diagnostics test, but programming history is not available at this time for assessment. Attempts for further info have been unsuccessful to date.